Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the hystero salpinogram procedure, the physician had the difficulty with the inflating and deflating silicone balloon hysterosalpingography injection catheter. The device was tested before using on the patient, however, difficulties occurred during the procedure caused pain and discomfort to the patient. There were no other adverse effects reported due to the event and no report of an additional procedure.